Event description:
A report was received that the patient experienced charging difficulties and high impedances on two contacts. The patient has competitor leads and a vercise ipg implanted. Database analysis was performed and revealed the ipg shows signs of premature battery depletion. Charge current indicates inefficient charging. High impedances are seen on contacts 1 and 2, however, these contacts are not used and the patient is getting good therapy. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the db-1110c (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced charging difficulties and high impedances on two contacts. The patient has competitor leads and a vercise ipg implanted. Database analysis was performed and revealed the ipg shows signs of premature battery depletion. Charge current indicates inefficient charging. High impedances are seen on contacts 1 and 2, however, these contacts are not used and the patient is getting good therapy. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that bipolar electrocautery would have been used during the explant procedure. Electrocautery can transfer destructive current into the dbs leads and/or stimulator ((B)(6)). It is indicated that the two m8 adapters (db-9218-15) will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The serial number of the devices are not known, therefore a device history review cannot be performed. The returned ipg db-1110c (serial number: (B)(4)) was analyzed and the complaint of the patient experiencing a problem recharging the ipg was confirmed. Excessive sleep current leakage due to analogic-u1 damage was the source of the charging issue. The device profile showed that the device behavior has changed some time prior to the explant. The battery consumption rate increased from 29.36 mv to 384.0 mv with the battery depletion rate of 79.75 mv. Excessive sleep current (0.869 ma), and low vh impedance (3.72 kiloohm) are the typical characteristics of analogic damage due to high-voltage transient. (Ref. Er2010) impedance measurement values were within the expected range. As the complaint was reported shortly after the revision surgery of the competitor's lead in (B)(6) 2018, and electrocautery was confirmed to have been used in the revision, this is likely the cause of the damage.

Event description:
A report was received that the patient experienced charging difficulties and high impedances on two contacts. The patient has competitor leads and a vercise ipg implanted. Database analysis was performed and revealed the ipg shows signs of premature battery depletion. Charge current indicates inefficient charging. High impedances are seen on contacts 1 and 2, however, these contacts are not used and the patient is getting good therapy. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was flipped.

Event description:
A report was received that the patient experienced charging difficulties and high impedances on two contacts. The patient has competitor leads and a vercise ipg implanted. Database analysis was performed and revealed the ipg shows signs of premature battery depletion. Charge current indicates inefficient charging. High impedances are seen on contacts 1 and 2, however, these contacts are not used and the patient is getting good therapy. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure to explant and replace the vercise ipg (db-1110c, sn: 552488) and two m8 adapters (db-9218-15, serial numbers were not available). A vercise gevia ipg (db-1200, sn: (B)(4)) and two m8 adapters (db-9218-15, sn: (B)(4), (B)(4)) were implanted. The physician was unable to connect to the vercise ipg (db-1110c, sn: (B)(4)), as it had no charge. The same settings from the previous vercise ipg (db-1110c, sn: (B)(4)) were inputted into the new gevia ipg. The current was reduced by 2ma on both the left and right sides. The patient was doing well postoperatively. The patient was stable, able to communicate clearly, eat, and drink. A new charging system, remote control, and travel case were also issued to the patient. The explanted devices are expected to be returned for analysis but have not been received. Additional suspect medical device components involved in the event: model: db-9218-15, serial/lot: n/I, description: vercise m8 adapter 15cm. Model: db-9218-15, serial/lot: n/I, description: vercise m8 adapter 15cm.

Event description:
A report was received that the patient experienced charging difficulties and high impedances on two contacts. The patient has competitor leads and a vercise ipg implanted. Database analysis was performed and revealed the ipg shows signs of premature battery depletion. Charge current indicates inefficient charging. High impedances are seen on contacts 1 and 2, however, these contacts are not used and the patient is getting good therapy. The patient will undergo an ipg revision procedure.